Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with left extracorporeal shock-wave lithotripsy. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and vaginal scarring. It was reported that the patient underwent transvaginal removal of two suburethral tapes on (B)(6) 2012 due to severe incontinence after two prior suburethral tape placements. The patient experienced erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and ams monarc was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.